Event description:
A leak from tubing was reported. The leak occurred after it was infusing on pt for about 2 hours. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported leak. The customer reported that the set is not available for evaluation.